Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# unknown product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had return of symptoms, clarified to mean frequency, and the patient thinks that they may have turned stimulation off when checking the ins with the patient programmer (pp) and they could not get it turned back on. The patient had been able to connect to the ins prior to the call, but they removed and replaced the pp batteries and now the pp screen was blank and would not turn on. The batteries were found to be installed backwards and after placing batteries correctly the pp turned on as expected. The caller then reported that there was poor communication and confirmed that the patient had been recentlyimplanted and there were bandages/swelling present at the implant site. The poor communication occurred both with and without the external antenna and the caller was advised to attempt communication again after the swelling decreased and or the bandages have been removed. The caller was advised that after the poor communication resolved the patient can use the pp to check the ins and turn on and or increase stimulation to hopefully resolve the return of symptoms. The return of symptoms was reported to have started on (B)(6) and the poor communication on (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient¿s mother reported that the ins was off and the healthcare professional (hcp) helped in educating them about the functions. It was noted that everything was functioning as it should and there were no device issues and just needed further education to work the device properly. The lack of education was the only cause provided for the ins being off, poor communication, and frequency of symptoms issues. It was also reported that the patient was now emptying their bladder and the frequency had decreased. The patient¿s mother also noted that the hcp said the patient was retaining about a cup of urine and they were no longer doing that. It was reported the patient was feeling better as far as the urgency and frequency issues go.